Event description:
It was reported that the procedure was to treat a shunt lesion. When dilatation was conducted with an armada 35 5.0 x 40 mm, the balloon ruptured during the first inflation at 12 atmospheres for 10 seconds. The catheter was removed from the anatomy and the patient was treated with another new armada 35 5.0 x 40 mm. Prior to use, the catheter was soaked in saline. The preparation including deflation of balloon was executed outside the anatomy. No resistance was met when the protective sheath was removed and when the catheter was delivered to and removed from the lesion. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.